Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock due to oversensing noise. Boston scientific technical services recommended full system replacement. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. The device and electrode are expected to return for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock due to oversensing noise. Boston scientific technical services recommended full system replacement. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. The device and electrode were returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned electrode was thoroughly inspected and analyzed. The electrode was returned in two segments, severed approximately 85mm from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.